Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Two opened probes were received, with tip protectors, in trays. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was sank inside the extension, the fillet was deemed conforming. Wear marks along the inner cutter. Retested for actuation was not performed as the sunk inner cutter is the contributing factor of the actuation failure. Further analysis determined that the cutter/coupling adhesive bond fillet and the coupling/extension adhesive bond fillet were applied per specification. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on port face and clear foreign material inside port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter. Gouge marks observed on cutting edge and other locations along the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms that probe sample 2 had a cut failure. The root cause for the cut failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The complaint evaluation indicated that probe sample 1 had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The root cause for the actuation failure is the sunken inner cutter. How and when the sunken inner cutter occurred cannot be determined from this evaluation; therefore, the root cause for the customer complaint issue cannot be determined. No action has been taken by the manufacturing site as it appears that the observed cut failure on sample 2 was due to excessive use of the probe by the user and an exact root cause for the sunk inner cutter observed on sample 1 was not determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
The event occurred during cataract/vitrectomy surgery.

Manufacturer narrative:
A sample was not received at the manufacturing site, therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut during surgery, aspiration condition unknown. The product was replaced and the surgery was completed. There is no patient harm.